Manufacturer narrative:
Device evaluation of integrated battery charger sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure.  The root cause of the defective charger could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.